Event description:
After cataract surgery with implant of brand name restor lens, vision returned to near normal, glasses no longer needed. Within a few weeks major floaters started blurring vision in one eye. Diagnosed with detaching retina lining. Bright lights cause discomfort, eyes get really tired - never happened before. Appears to be inflammation. The physical effects are depressing. A friend who had the same surgery within a few days of mine, by same physician, with restor implants, is having the same problems, including floater/detachment.